Manufacturer narrative:
Please note that the same patient was captured in medwatch report number 2017233-2026-07451. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis (ibe), gore® dryseal flex introducer sheath (dsf sheath), gore® tri lumen catheter (tlc), and gore® viabahn® vbx balloon expandable endoprosthesis (vbx) were concomitantly used for the procedure. Approximately 2-3 hours after completion of the procedure, the patient complained of numbness in both legs, and a spinal drainage catheter was placed. As the symptoms improved, the drainage catheter was removed. However, weakness of both lower limbs developed thereafter, and decreased muscle strength was confirmed at the time of this reporting. In addition, blood pressure was actively elevated to prevent worsening of paralysis, resulting in cerebral hemorrhage; however, the patient remained asymptomatic. The reporting physician considered that the paraplegia developed due to bilateral lower limb ischemia caused by insertion of 22 fr dsf sheath on both sides.